Event description:
Approx. 16 months post-implant of gore excluder bifurcated endoprosthesis, an aortic extender was placed to resolve a persistent proximal type I endoleak. The pt was fine at the end of the procedure.